Event description:
It was reported that the first armada 35 was advanced to the heavily calcified, non-tortuous, right external iliac artery, but ruptured with the first inflation below rated burst pressure. The entire armada 35 was removed without difficulty and replaced with another armada 35. The second armada 35 also ruptured at the target lesion and pieces of balloon fragments separated into the anatomy. During removal of the armada 35 from the anatomy, resistance was met with the heavily calcified lesion and the tip of the armada 35 separated into the anatomy. All separated pieces of the armada 35 were successfully snared out of the anatomy. There was no debris left in the anatomy. The patient remained stable during the procedure. The procedure was aborted and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The first armada 35, is being filed under a separate medwatch MFR number.